Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they had a no delivery alarm. It was also reported a black dot appeared on the customer's screen when the alarm occurred. The customer's blood glucose was 126 mg/dl at the time of the call. The customer was unable to troubleshoot for the alarm at the time of the call. It was also reported the insulin pump did not beep or vibrate during the no delivery alarm. Troubleshooting found the insulin pump passed a self-test and the insulin pump was able to vibrate. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.